Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The motor operated properly during testing and no unexpected pump error 130, 37, or 38 alarms, or additional motor anomaly noted during testing. The motor was tested outside the device and it passed. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump cannot restart. No further details provided.